Manufacturer narrative:
Date of event is an unknown date eight (8) years ago. 510k: this report is for unknown trauma screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent open reduction internal fixation (orif) with locking compression plate (lcp) for proximal lateral tibia (plt) for a tibial plateau fracture on (B)(6) 2009. Eight (8) years ago, revision surgery was performed due to infection. During the procedure, two (2) unknown screws broke and could not be removed. The screw heads had been stripped. The surgeon tried using a carbide drill, however, it took such a long time for polishing, he finally gave up. The surgery was completed without removing the broken screws and without removing the unknown plate. Concomitant devices: plate (part: unknown, lot: unknown, quantity: 1). This report is for two (2) unknown trauma screws. This is report 1 of 1 for (B)(4).